Event description:
It was reported that the needle went into the vein find and when the guidewire advanced, the patient claimed to feel that. The guidewire seemed to loop and the nurse pulled back on the guidewire, encountering resistance when pulling back, but finally able to slowly pull out the guidewire; however, it was very clear that the wire was frayed, unravelling, and bent at the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed. The product returned for evaluation was a guidewire within the packaging hoop. Residual material was seen within the coils of the wire. The coil wire was elongated, making the overall length of the guidewire 27.1¿. The inner core wire had broken approximately 0.5¿ proximal to the weld tip. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination revealed that the core wire was curved proximal and distal of break site. The break edges in the core wire were perpendicular to the axis of the wire and appeared straight and well defined. The outer diameter of the guidewire was measured near the proximal end and within the coil wire region. The outer diameters were within the device specifications. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging of shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle went into the vein find and when the guidewire advanced, the patient claimed to feel that. The guidewire seemed to loop and the nurse pulled back on the guidewire, encountering resistance when pulling back, but finally able to slowly pull out the guidewire; however, it was very clear that the wire was frayed, unravelling, and bent at the tip.